Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a representative regarding a patient in canada who received an unknown drug via an implantable pump. The patient¿s concomitant medications were not obtainable. It was reported that on an unknown date and event context, the patient experienced withdrawal symptoms. A pump interrogation of the 8637-40 revealed unexplained motor stalls. There were no environmental, external, or patient factors that may have led or contributed to the issue. As a result, the pump was explanted and replaced. At the time of the reported the issue was resolved and the patient¿s status was reported as alive-no injury. The product was expected to be returned.

Manufacturer narrative:
Upon return, a pump interrogation indicated the pump delivered hydromorphone 15 mg/ml and bupivacaine 30 mg/ml and was at minimum rate. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event.

Manufacturer narrative:
The manufacturer site ID has been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 2017-jan-09 a health care professional provided the serial number, gender, implant date of the pump. It was further reported the patient¿s medical history included chronic back pain. As reported, the event occurred on (B)(6) 2016. Actions taken as a result of the event included diagnostic testing. The critical alarm was reported by the patient but ¿not soon enough¿ and the pump was ¿unable to be restarted¿. As a result of the unexpected and motor stall, a new pump was implanted on (B)(6) 2016. Although the patient experienced ¿some¿ withdrawal symptoms, there was also report of no occurrence of injury or death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.